Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). "(B)(6) is biomed. He called simply saying that this vent went down this weekend and the note says that vent did not alarm while on a pt. No pt injury. He just wants someone to come out and test the ventilator. Asked him what mode and settings were - he said he does not know. Explained he can turn vent on an push the same pt icon and vent will show him. He did not care, he said just send someone out to test it. Asked him which alarm did they supposedly not get - again he did not know and did not care. He again stated just send someone to test the vent. Asked him if he could ask the rt about which alarm and settings - he said just send someone and they can talk with the rt if they need to."

Manufacturer narrative:
On (B)(4) 2012, carefusion sent a letter via e-mail to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(4) 2012, there has been no response to the letter from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep.(B)(4). Carefusion has made arrangements with the user facility for a carefusion field service rep to go onsite and evaluate the device. A f/u medwatch report will be submitted once the carefusion field service rep completes the onsite eval.